Event description:
It was reported that the device was yielding anomalous information. The device correctly distinguished between svt and vt but displayed anomalous diagnostics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.